Manufacturer narrative:
B3: date of event: used first date of the month since exact date of event was not provided. G4 premarket / 510(k): k121667, k160823. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that device contamination occurred. A 8mm x 2.50mm nc quantum apex balloon catheter was selected for use. However, during the procedure it was noted that the device was contaminated. There were no patient complications reported.

Manufacturer narrative:
B3: date of event: used first date of the month since exact date of event was not provided. G4 premarket / 510(k): k121667, k160823. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Nc quantum apex mr 8mm x 2.50mm was returned for analysis. The device was received inside its opened, damaged outer box. The box was creased and dented. The sterile inner pouch was not returned for analysis. The device was received in three sections due to two breaks in the hypotube shaft. One break was located at 39.1cm distal to the distal end of the strain relief, and the other break was located at 73.7cm proximal from the tip. A middle section of hypotube measuring 28cm in length, was also received and this section was kinked in multiple locations. No kinks or damages. Microscopic analysis revealed no damage was identified during a microscopic examination of the extrusion shaft. There was traces of what appears to be blood inside the inner lumen. A detailed microscopic examination of the balloon material identified no damages. The balloon was folded. A microscopic examination of the tip section found no damage.

Event description:
It was reported that device contamination occurred. A 8mm x 2.50mm nc quantum apex balloon catheter was selected for use. However, during the procedure it was noted that the device was contaminated. There were no patient complications reported.